Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of contraceptive device removal incomplete ('coils was still inside') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced contraceptive device removal incomplete (seriousness criteria medically significant and intervention required), fallopian tube disorder ("one tube was badly scarred"), device removal failed ("coils was still inside"), venous thrombosis limb ("blood clot in my leg"), arthralgia ("hip hurt a lot/I have not had more pain/they hurt equally/from my back into my hips and into the thigh/laying on one side causes so much pain") and overweight ("overweight 40 lbs / 80 lbs overweight"). The patient was treated with surgery and bypass from one leg to other. Essure was removed. At the time of the report, the contraceptive device removal incomplete, fallopian tube disorder, device removal failed, venous thrombosis limb, arthralgia and overweight outcome was unknown. The reporter considered arthralgia, contraceptive device removal incomplete, fallopian tube disorder, overweight, venous thrombosis limb and device removal failed to be related to essure. The following information was received from social media overweight 40 lbs / 80 lbs overweight. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- overweight 40 lbs / 80 lbs overweight. Reporter information were added. Date of insertion were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of contraceptive device removal incomplete ('coils was still inside') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced contraceptive device removal incomplete (seriousness criteria medically significant and intervention required), fallopian tube disorder ("one tube was badly scarred"), device removal failed ("coils was still inside") and venous thrombosis limb ("blood clot in my leg"). The patient was treated with surgery and bypass from one leg to other. Essure was removed. At the time of the report, the contraceptive device removal incomplete, fallopian tube disorder, device removal failed and venous thrombosis limb outcome was unknown. The reporter considered contraceptive device removal incomplete, fallopian tube disorder, venous thrombosis limb and device removal failed to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "blood clot in leg" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of contraceptive device removal incomplete ('coils was still inside') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced contraceptive device removal incomplete (seriousness criteria medically significant and intervention required), fallopian tube disorder ("one tube was badly scarred"), device removal failed ("coils was still inside"), venous thrombosis limb ("blood clot in my leg") and arthralgia ("hip hurt a lot/I have not had more pain/they hurt equally/from my back into my hips and into the thigh/laying on one side causes so much pain"). The patient was treated with surgery and bypass from one leg to other. Essure was removed. At the time of the report, the contraceptive device removal incomplete, fallopian tube disorder, device removal failed, venous thrombosis limb and arthralgia outcome was unknown. The reporter considered arthralgia, contraceptive device removal incomplete, fallopian tube disorder, venous thrombosis limb and device removal failed to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event added- hip hurt a lot/I have not had more pain/they hurt equally/from my back into my hips and into the thigh/laying on one side causes so much pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("coils was still inside") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube disorder ("one tube was badly scarred") and complication of device removal ("coils was still inside"). The patient was treated with surgery. At the time of the report, the medical device removal, fallopian tube disorder and complication of device removal outcome was unknown. The reporter considered complication of device removal, fallopian tube disorder and medical device removal to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.